Manufacturer narrative:
Concomitant product: 6957 lead implanted: (B)(6) 1983.

Event description:
It was reported the patient developed a pocket infection and there was skin erosion at the device site. Additionally, there was surrounding cellulitis and redness. The patient complained of bruising at the device site and that it was scabbed over. The patient was admitted and treated with intravenous antibiotics. Blood cultures grew propionibacterium. The implantable pulse generator (ipg) system was removed and replaced. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event and the patient's status was classified as healed five days post explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.